Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The cutter on the turbohawk became misaligned and kept getting hung up when trying to part the device off. Investigation of the returned device on (B)(6) 2014 found the distal tip assembly was torn from the device.

Manufacturer narrative:
(B)(4) 2014 procedure notes were received with patient information.